Event description:
A baxter affiliate reported to baxter (B)(4), on behalf of a customer, of a blood set in which customer observed the air filter of the set was dislodged during infusion of fresh frozen plasma. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was available for sample evaluation. Evaluation summary: the reported condition of a blood set in which customer observed the air filter of the set was dislodged during infusion of fresh frozen plasma was confirmed during sample evaluation. Visual inspection revealed that the spike filter was disconnected. No deformities were noted on the filter. No action has been taken to resolve the reported condition since the root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.